Manufacturer narrative:
Findings: button error alarm and no button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Unable to performed the displacement test due to keypad anomaly.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 45-50mg/dl. The customer was treated with glu tablets. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 45-50 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.